Manufacturer narrative:
The customer ordered and replaced the o2 retention plate and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the electrical safety test (est) failed. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested and was provided the part number for the o2 (oxygen) retention plate.